Manufacturer narrative:
Report source: medline complaint coordinator. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the tubing collapsed. There was no report of any patient harm.